Event description:
The consumer alleges his seat came off the base, causing him to fall and break his foot.

Manufacturer narrative:
Manufacturer contacted user and facility that had serviced the chair for the user. Information indicates the chair was not serviced properly resulting in the chair's seat coming off the base. No malfunction apparent.